Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. (B)(4).

Manufacturer narrative:
The devices were not returned for analysis and a review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. The reported patient effect of death, as listed in the mitraclip system instructions for use, is a known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the reported patient effect of death could not be determined. The patient effects and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling. Literature: prognostic value of left ventricular global longitudinal strain in patients with secondary mitral regurgitation.

Event description:
This is filed to report death. It was reported through a research article identifying a mitraclip device that may be related to death. For additional information, see article, titled: prognostic value of left ventricular global longitudinal strain in patients with secondary mitral regurgitation. No additional information was provided.